Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance with 1 - patient alert for rv.pace lead z> 2000 ohms (B)(6) 2011 03:00:05. The weekly pace measurement log data showed an increase for min and max v.pace= 661 to 2187 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the patient was admitted to the hospital for chest pain. It was noted that within the prior six months the rv (right ventricular) lead had increasing impedance and an increase in the pulse width duration setting. It was also reported the svc (superior vena cava) coil appeared to have a tighter distal coil spacing than the proximal coil spacing. The rv lead remains in use. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient was admitted to the hospital for "chest pain." It was noted that within the prior six months the rv (right ventricular) lead had increasing impedance and an increase in the pulse width duration setting. It was also reported the svc (superior vena cava) coil appeared to have a tighter distal coil spacing than the proximal coil spacing, and that the high voltage bottom (hvb) coil experienced "impedance out of range." The lead was capped and replaced. The rv lead remains in use. No further patient complications were reported as a result of this event.